Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. It was found that there was a no sdi (serial digital interface) image problem due to a printed circuit board failure; this required replacement. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the visera 4k uhd camera control unit, the device would not take pictures. The issue occurred during general maintenance, and there was no procedural involvement or patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. It is possible that the image issue was caused by a failure of the rear panel assembly. Olympus will continue to monitor field performance for this device.